Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms the top ~3mm portion of the implant has been broken off. Fracture initiation appears to have at approximately ~3 threads from the top face, initiating at the root of the thread, and emanating outward. The fracture is angulated relative to the axis of the implant. A crack is noted on one side of the broken off portion of the threaded, and the threads are damaged, consistent with bending stresses. The above observations are consistent with brittle overload due to bending stresses.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the cage broke. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. (B)(4).